Manufacturer narrative:
During inspection and testing, foreign material was leaking from the forceps channel due to a pinhole to the channel. In addition, there was a crack in the adhesive on the bending section cover and there were seven broken elements in the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, foreign material was leaking from the forceps channel due to a pinhole to the channel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was leakage from the forceps passage but the cause could not be specified. Olympus will continue to monitor field performance for this device.